Event description:
It was reported that while using the ats 3000 there was allegedly blood in field, and "cuff not deflate" error. Additional clinical follow up with the hospital indicated that the surgeon had been concerned regarding a small amount of blood oozing at the end of a ctr (carpal tunnel release) procedure. The oozing was reported to have been minimal and of no consequence to the pt or the successful completion of the procedure. The room staff indicated the surgeon asked to have the unit checked since the unit had been periodically alarming with a message indicating "cuff not deflated" throughout the procedure. The rn stated a single cuff was used under local anesthesia for the ctr procedure and the second side/cuff was stated to have not been set. The rn stated the surgeon does all ctr procedures under local without anesthesia staff present. The side/cuff that was used for the ctr had been set at 250mmhg and was stated to have performed without any alarm condition on the side used, and set pressure was maintained throughout the procedure. There was no definite recall of which side was used and which side was alarming.

Manufacturer narrative:
The device was not returned the manufacturer for evaluation. Service records indicate that the device is 2 years old and has been returned 2 times for repairs. The last repair was on 08/24/2011, for a non related issue. The investigation was unable to determine a cause of the reported complaint as device was not returned for evaluation. During product retrieval attempts the customer reported the facility felt the issue was the hose and had taken a hose off a different unit and would not be returning the unit involved in this incident. The service department has been notified of the customers concerns. Clinical follow up indicated the customer was not aware of which cuff side of the ats3000 was used, and that this device was used for a subsequent identical procedure with no problems encountered. The device operated as expected throughout the following procedure. A 'cuff not deflate' error, which was reported to have occurred during clinical follow up, can occur if the cuff maintains residual air after the cuff has been deflated by activating the deflate membrane switch without the device available for evaluation, verification of the reported complaint cannot be made.